Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the ratchet handle was partially defective/ deformed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the calibration was within specification. It was noted that the ratchet gear was damaged and the comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the ratchet gear were damaged during product review. The cause of the defective ratchet was due to the damaged ratchet gear. The root cause of the defective ratchet could not be specifically determined with the provided information since it is unknown how the gear became damaged. The issue was resolved with the replaced ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device ratchet handle was partial defect, skin graft deformation was confirmed when the body was inspected. No adverse events were reported as a result of this malfunction.